Manufacturer narrative:
This is one of three medical device reports associated with the event. Refer to initial medwatch for pump number one the impella cp with MFR 1220648-2024-25098 and initial medwatch for the automated impella controller with MFR 1220648-2024-24895. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support after decompensating status post left anterior descending balloon and stent placement. The patient plan of care was to transfer to another hospital for escalation of care and to escalate patient from the impella cp to an impella 5.5. It was reported on (B)(6) 2023 that during patient transfer to another hospital, the automated impella controller (aic) was swapped. It was reported immediately after swapping the aic, there was a purge system failure alarm. To resolve the issue, another aic was exchanged. Support was delivered to the patient without interruption and there was no patient harm reported for the reported aic issue. Additionally, on (B)(6) 2023, the patient experienced signs of hemolysis including red colored urine and a haptoglobin of 55 (no units reported) and ldh of 2600 (no units reported). The patient's plan of care was to escalate to the impella 5.5, and the impella cp p level was lowered to address the hemolysis. Later that day on (B)(6) 2023 the patient was taken to the operating room to explant the impella cp and escalate the patient to the impella 5.5. The impella 5.5 was first placed in the left ventricle with the impella cp still placed. It was noted that the physician was unable to explant the impella cp due to a clotted off rewire access port. The decision was then made to perform a surgical cutdown and vascular closure using a bovine patch. It was reported that the patient was experiencing intermittent bradycardia, so a transvenous pacer was placed. The impella cp was successfully explanted, and impella 5.5 support was initiated. On (B)(6) 2023 it was noted that the patient was confirmed covid positive and the patient was treated for a mixed picture of septic and cardiogenic shock. On (B)(6) 2023 systemic heparin was discontinued as the patient was bleeding at IV lines. The patient was noted to have to arrhythmias on (B)(6) 2023. The patient was noted as not being a candidate for advanced therapies. On (B)(6) 2023 the patient care was withdrawn and placed on comfort measures only. The patient expired while on impella 5.5 support. The impella cp and impella 5.5 relationship to the patient's demise may be unlikely but cannot be excluded. The patient presented in a decompensating state and the patient was noted to be covid positive. The impellas cannot be excluded as a possible contributing factor given the impella related events of hemolysis, bleeding, bradycardia,and sepsis as these may have added to an already complex situation even though the patient was not a candidate for advanced therapies.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined.